Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11117; related manufacturer reference number: 2017865-2021-11119. It was reported that the patient presented in clinic upon developing an infection. During the extraction procedure, it was found that endocarditis had occurred and vegetation was found on the leads. The patient's implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted without complications. The patient was recovering.